Manufacturer narrative:
Investigation: three (3) samples and two (2) photos were provided by the customer for investigation. The three (3) returned samples were visually examined using 10x magnification. One (1) sample was found to have black foreign matter (fm) on the tip of the syringe, the second (2nd) sample was found to have brown foreign matter on the body of the syringe and the third (3rd) sample was found to have brown foreign matter on the flange of the syringe. As the customer had reported that the brown foreign matter could potentially be blood the brown foreign matter was probed in an attempt to remove it from the syringe for testing. This probing revealed that the brown foreign matter was embedded in the syringe body and therefore was identified as burnt plastic (resin). The black foreign matter on the tip of the other syringe was also probed and was also found to be embedded and was therefore identified as burnt plastic (resin). Two (2) photos were provided by the customer for investigation. Both photos show the three (3) returned samples from different angles which show the foreign matter observed by the customer. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It has been reported that the bd¿ syringe 20ml s/t bns has been found experiencing three occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that three out of 125 syringes were found with foreign material (two syringes with red substance (alleges dried blood) and one syringe with black foreign material on the tip). Event description per attached email states: description of nonconformance: while performing the incoming inspection on this batch, the inspector found that 3 out of 125 had foreign material on the syringe. 2 of the syringes had a red foreign substance that had the appearance of dried blood and 1 syringe had black foreign material on the tip of the syringe. This defect was found in different containers.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 20ml s/t bns has been found experiencing three occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that three out of 125 syringes were found with foreign material (two syringes with red substance (alleges dried blood) and one syringe with black foreign material on the tip). Event description per attached email states: description of nonconformance: while performing the incoming inspection on this batch, the inspector found that 3 out of 125 had foreign material on the syringe. 2 of the syringes had a red foreign substance that had the appearance of dried blood and 1 syringe had black foreign material on the tip of the syringe. This defect was found in different containers.